Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. B3: publication year of 2019. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: comparison of clinical effects between ultrasound scalpel and traditional electrosurgical knife in treatment of primary hyperthyroidism. Authors: chen zhao-cheng, li ting-jian, weng shao-tao, wang bo-zhi. Citation: intelligent health, june 2019 vol. 5 no. 18, doi:10.19335/j.cnki .2096-1219.2019.18.067. The objective of this study is to compare the clinical effects of ultrasound scalpel and traditional electrosurgical knife in the treatment of primary hyperthyroidism. From july 2011 to october 2018, 45 patients with primary hyperthyroidism who received surgical treatment after diagnosis by general surgery were included in the study. The patients were randomly divided into control group (intraoperative application of electrotome) and study group (intraoperative application of harmonic scalpel). The study group consisted of 23 patients, including 3 males and 20 females, aged 25-70 years, with mean one of (47.54 ± 7.57) years, and disease course of 1-8 years, with mean one of (4.55 ± 1.27) years. The control group consisted of 22 patients, 4 males and 19 females, aged 26-70 years, with mean one of (48.03 ± 7.32) years, disease course of 2-9 years, with mean one of (5.53 ± 1.26) years. The study group underwent the operation using the ace23p harmonic scalpel (ethicon). The linea alba of the patient was incised with the ace23p harmonic scalpel (ethicon). The true and false capsular spaces of the thyroid gland were separated and operated. The gland at the canthus was first cut with the ace23p harmonic scalpel (ethicon), and it was connected to the trachea. Meanwhile, the control group underwent the operation using non-ethicon traditional electrosurgical knife surgery. The reported complications included parathyroid injury (n=2). In conclusion, use of ultrasound scalpel in the treatment of primary hyperthyroidism is more effective than traditional electrosurgical knife surgery, which can shorten the surgery time and is safer. Therefore, ultrasound scalpel shall be promoted and widely applied.